Event description:
N/a.

Manufacturer narrative:
Aware date updated :05/17/2023.

Manufacturer narrative:
Updated fields: b4, d1, d9(device available for eval?, return to manufacture date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. Additional information: e1 (event site state: 40, event site postal code: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) even though the power is off, a beeping alarm sound suddenly occurs. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He replaced power management board. The inspection results based on the inspection record sheet were good. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 6 nov 2023. The failure analysis and testing dept. Received part number 0670-00-1162 rev. H, serial number (B)(6) with a reported unit failure of a sudden beeping alarm when power is off. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. It was found that the board would not charge the batteries when installed in the iabp. This verifies that the board is bad. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. The following was input by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 25 apr 2024. Fat received the board back from the supplier. The supplier tested the board and no abnormalities were found. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had a sudden beeping alarm sound while power cable is plugged into the ac outlet occurs even though the power is off. There was no patient involvement.